Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headaches and chest pains. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in tubing/chamber related to a CPAP device's sound abatement foam. Patient alleged the patient has alleged to headaches and chest pains. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information.the manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer previously not captured section d1, d4,h4, and it has been updated in this report. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged to headaches and chest pains. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 06/2/2023 for further evaluation. The device was evaluated on 07/28/2023 . There was no mention of visual findings to the external part of the device. The manufacturer evaluated the device externally and the device showed that there is no signs of contamination on the outside of the device. Ui knob returned with the device. The manufacturer evaluated internally and there was contamination in the water tank and on the heater plate enclosure also unknown black contamination found in flip lid seal and found unknown white contamination on it and the dry box had an unknown white contamination ,the flip lid has water spots on the underside of the lid. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no evidence of sound abatement foam degradation or breakdown. .